Event description:
It was reported that the fiber cap detached inside the pt at 98,316 joules during a prostate procedure, however, on return of the fiber, the fiber cap was found to be intact and attached. It was reported that the procedure was completed with another fiber. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. Joules on the fiber card were verified as 98,310 joules. As the failure analysis disclosed that the fiber cap was intact and attached, the customer's report of a cap detachment was not confirmed. The fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone, and the fiber proximal to the fracture can rotate independently of the metal cap. The fiber cap also exhibited char, detritus and devitrification. The fiber condition may activate the system's fiberlife safety function, which would modulate (pulse) the output beam, placing the system into standby mode. The fiber cap condition may also result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.